Event description:
It was reported that the surgeon inserted and removed an aa4203tl toric silicone single piece lens within the same surgery due to the surgeon not liking the way the lens fit in the eye. The lens was removed with no patient injury, no enlarged incision and it was noted that a posterior capsular tear had occurred. An anterior vitrectomy was performed and another type lens was implanted. Sutures were required to close the incision. The reporter stated it was unknown what caused the capsular tear or if the lens was damaged. This facility uses a competitor's phacoemulsification system.

Manufacturer narrative:
Results - (other): visual inspection of the returned product found pieces of the lens optic and one haptic torn off and missing. There was evidence of clear surgical residue. Both sides of the lens optic and haptics were checked and no rough/sharp edges were found. A lens work order search was performed and no similar complaint was found. Conclusions - ( no conclusion can be drawn): based on the complaint history, the work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.